Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests when it was identified that the main power box issue and cabinet keeps toggling to off position. The philips engineer has communicated with the customer confirmed the reported issue. The philips engineer suggested the customer for onsite repair, but the service quote provided by philips was cancelled by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system has a main power issue, and the cabinet power keeps toggling to the off position. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.